Manufacturer narrative:
UDI: unknown product code; (10)hd2230. It is not clear if the device is available. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
As reported by the ous affiliate, during a procedure, 11 patties were found in a codman pattie 10pk. Two of the patties were sewn to one string. Another lot was used to complete the procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
The product code was previously unknown. Through the investigation of the manufacturing records, we were able to determine the likely product code number. This report has been updated with the updated information.

Manufacturer narrative:
The device number has been provided. This report has been updated with the additional information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed.